Event description:
Hcp reported that the patient was having problems with pain control. A home care agency was filling the pump. The pump was full when it was aspirated in the office and it should not have been. The pump was filled with normal saline and later explanted at which time the appropriate amount of saline was removed. The patient is presently on oral analgesics and is reported to be doing okay.